Event description:
On (B)(6) 2012, the patient claimed she ceased insulin pump therapy due to repeated call service alarms. On (B)(6) 2012 at 12 am, the patient took herself off of the insulin pump after she received random cs051-0000 and cs 054-0000. She was able to clear the alarms; however, the pump alarms persisted. Subsequently, she went on the backup plan with humalog insulin via syringe. Her blood glucose reading eventually elevated to 600 mg/dl while she exhibited symptoms of frequent urination, thirst, and blurred vision. At the time of the phone call to animas, the patient was awaiting a return call from her hcp for assistance. During troubleshooting, the patient verified the date, time, and battery type was setup correctly. There was no product misuse. The current basal rate was programmed according to the patient specification. The repeated call service alarm issue was not resolved with training. The subject pump was requested back to animas for investigation. This complaint is being reported because, the patient had symptoms and elevated blood glucose above 600 mg/dl after the subject pump gave repeated call service alarms.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings. Testing was able to duplicate the pump consistently emitting call service alarms that could not be cleared. Software end user files were uploaded with no change; pump continued to emit the alarm. The pump was open to investigate. The internal clock signals were found to be inconsistent due to a component failure. Required investigation steps, including the flow accuracy test , could not be completed due to inability to clear reoccurring alarm.